Event description:
It was reported that patient experienced ineffective therapy in the rib area. Programing was unable to solve the issue. X-rays indicated that the lead had migrated anterior. As such patient is anticipating surgical intervention at a later date .no further information available at this time.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead was explanted approximately six weeks prior to (B)(6) 2022. The abbott representative was previously unaware of this and cannot provide the exact explant date.

Manufacturer narrative:
Correction: section d4 - the serial number should have been (B)(6) rather than (B)(6). Correction: section d4 - the expiration date should have been aug 1, 2023 rather than dec 16, 2022. Correction: section d4 - the lot number should have been a000113158 rather than a000104116. Correction: section a4 - updated weight information was provided. Correction: section d6a - the implant date should have been (B)(6) 2021 rather than (B)(6) 2021.

Manufacturer narrative:
The patient experienced ineffective therapy in the rib area. Programing was unable to solve the issue. X-rays indicated that the lead had migrated anterior. The patient was explanted previously and then reimplanted at a later date. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.